Event description:
It was reported that the system displayed key switch stuck error message. The prevented the system from functioning temporarily resulting in recoverable loss of imaging functionality. Ther eis no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The key switch cable assembly was evaluated and replaced. The gpos was evaluated and replaced. The system was tested and found to be working as intended and returned to service.